Manufacturer narrative:
(B)(4).

Event description:
It was reported the r-wave sensing decreased. The patient reported to the hospital for device upgrade. The physician was unable to reposition the lead but was not able to. The lead was extracted and replaced. The patient was fine with no complications.